Event description:
The device was infected and the lead was capped. This event is related to 2183787-2023-00078.

Manufacturer narrative:
D4: UDI updated.

Manufacturer narrative:
UDI related data quality updates only. D4: UDI updated. H2 : correction marked. Different udis were used when sku 200988-009, sn (B)(6) was manufactured. When greatbatch (gbm) transitioned to gs1-128 barcodes, the gtin for sku 200988-009 was assigned. The gtin in the gudid database will not align with the barcode from (B)(6) 2010 as new gtins were assigned when gbm transitioned to the gudid system. Class iii devices were required to register gtins in the gudid database on (B)(6) 2013; therefore, the UDI field (d4) in form 3500a will not align with the gudid entry due to the date it was manufactured being prior to gudid implementation.